Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1009 pressure too high message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
Within source notes it was noted that the data acquisition (da) printed circuit board assembly (pcba) and the gas delivery system assembly were ordered, and the defective parts will be returning. However, multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. It is unknown if the replacement parts resolved the reported issue. No further information was able to be obtained. The investigation concludes that no further action is required at this time.